Event description:
A surgeon reports performing a lens exchange due to dislocation. The dislocated lens and the replacement lens were sutured in the ciliary sulcus. The surgeon feels the lens size and erosion of the suture were possible contributing factors in the lens dislocation. Additional information has been requested. The labeling for this lens does not include the use of suture in the directions for use.